Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/17/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and display device. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).